Event description:
It was reported that a spectrum pump has system error 322 alarms in the history lot. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received the device, but the evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.